Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of tubing set fluid leak could not be confirmed. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported event. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the blazer open-irrigated ablation catheter risk documentation was completed and confirmed that the event of tubing set fluid leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem. The investigation findings do not provide a definitive conclusion regarding the cause of the reported event. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that a leak was noted in the tubing near the connector. During a bundle of his ablation procedure, a blazer open-irrigated ablation catheter was used. A leak was noted in the tubing near the connector, causing the catheter to malfunction. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that a leak was noted in the tubing near the connector. During a bundle of his ablation procedure, a blazer open-irrigated ablation catheter was used. A leak was noted in the tubing near the connector, causing the catheter to malfunction. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.